Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: writer was drawing up dtap ipv hib hb for a 4 mo. Visit. The cap was difficult to remove from the needle. Writer was loosening the cap on the needle before combining the dtap ipv hb portion into the hib portion in preparation for vaccination. With a lot of effort the cap was removed and then the needle was tightened by the writer to the syringe. When the liquid portion was pushed into the hib portion of the vaccine from the syringe. The liquid sprayed from the hib of the syringe and the mixing was not able to be completed. The vaccine was recorded as wasted. The needle lot number is 07107030. A new vaccine syringe and needle was primed and that was done successfully and the infant was vaccinated."

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "device manufacturer date (h4)" provided in the initial MDR 3014312726-2024-00221. The previously reported device manufacturer date (h4) was incorrect. The correct device manufacturer date (h4) is 24-aug-2021.